Event description:
Malfunctioning stapler during laparoscopic nephrectomy. Echelon 35mm vascular stapler (ref#: pve35a, lot#: a97e70, exp: 1/31/2028) and a vascular 35mm white load (ref#: vasecr35, lot#: 194d77, exp: 6/30/2027) intended to staple across the blood supply to the kidney. The stapler clamped down and fired but made a strange noise. Surgeon was unable to unclamp the stapler and required a vendor rep to walk us through the emergency release on the stapler. The stapler was removed from the field along with the associated staple load and no obvious patient injury was noted.